Event description:
The catheter was inadvertently cut during another surgery that was unrelated to the device system. The physician planned to replace the catheter in a few months due to the patient¿s current health issues. The patient status was reported as ¿alive-no injury¿. The device system was delivering hydromorphone. The patient symptoms, actions taken, and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011.(B)(4).

Event description:
Additional information later reported a catheter revision was scheduled for (B)(6) 2014.

Event description:
Additional information later reported the catheter was replaced with an 8781 catheter. The pump was not replaced, just the catheter was primed.